Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead thresholds were increasing and that there was loss of atrial capture. Additionally, some episodes of atrial tachycardia/atrial fibrillation (at/af) showed undersensing of p waves. The lead is still in use. No patient complications have been reported as a result of this event.